Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the videography and information provided by the customer and our knowledge of the product. Results: visual inspection of the videography provided by the customer revealed that the audible alarm was faulty. Conclusion: we are unable to determine the cause of the failure mode in this instance. A change to the control board has since been implemented to improve the speaker's performance. It should be noted that the airvo 2 is equipped with both audible and visual alarms. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."